Manufacturer narrative:
Additional information for: d10, g4, g7, h2, h3, h6, h10. The tear seen at explant was confirmed. Cusp 3 was torn. Cusps 1 and 3 had thinning and loss of collagen fibers. No inflammation or significant calcifications were present. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications at the time of commercialization. The cause of the tears could not be conclusively determined; however, the thinning and loss of collagen fibers noted in the tissue could have contributed.

Event description:
On (B)(6) 2012, a 29mm epic stented porcine heart valve w/flexfit system was implanted in the patient's mitral position with everting mattress suture technique using pledgets. The patient has comobidities of endocarditis, atrial fibrillation, transient cerebral ischemia, and bronchial asthma. During the outpatient follow-up on 11 november 2019, the patient reported shortness of breath. Structural valve deterioration was confirmed in echocardiogram, and the patient was hospitalized on the same date. A re-do mitral valve replacement was performed on (B)(6) 2019. The epic valve was exchanged with a magna mitral ease(by edwards lifesciences, serial, size: unknown). Upon explant, tear was observed on the valve on the posterior leaflet. Reportedly, the valve cuff got damaged upon explant. The patient is in stable condition and recovered without postoperative complications.